Event description:
It was reported "ac3 rapid pumping upon intiation in ccl. Changed to new pump, working fine". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint of "rapid pumping upon initiation" is not able to be confirmed. No iabp part was returned for investigation. According to the field service report, the field service representative checked the pump and could not replicate the issue. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "ac3 rapid pumping upon intiation in ccl. Changed to new pump, working fine". No patient injury or consequence reported. The patient's current condition is reported as "fine".